Event description:
Ptca of the svg to the rca. Seated the device. Dilated with a 2.5 another co's catheter. Performed 2 inflations. Removed the balloon. Tip was curled. Tried manipulating the device to look at the svg to the lad. Device kinked. Under fluoro device was also looped in aorta, when advanced device the loop would get bigger. When tried to withdraw the loop would get tighter. Placed an .038 wire. Wire made it only to the kinked area. Still experienced loop problems. Pulled the wire out. Physician tugged on the device. Device broke into 2 pieces. The pt went to surgery to remove remaining device.